Event description:
Pt was admitted for revision of right total hip secondary to pain & infection with staph aureus. During revision surgery, it was noted by the surgeon that: "it appeared that the infection had started behind the cup."